Event description:
On (B)(6) 2013 it was reported that the vns patient had high impedance upon interrogation. The patient had recently undergone generator replacement. Due to the high impedance, the patient was referred for surgery. A copy of the patient's x-rays were received for review. The lead pin did not appear to be fully inserted into the header of the generator. There was a portion of the lead located behind the generator that could not be assessed. There did not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized. The physician later reported that the high impedance was first observed on (B)(6) 2013. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient underwent surgery on (B)(6) 2013 and the surgeon simply reinserted the lead pin and the high impedance resolved.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.